Event description:
The nurse alleged observing a foul odor from the patient's wound. The nurse also reported that the patient's wound was debrided on (B)(6) 2013 for "bioburden and necrotic tissue" and was subsequently placed on antibiotic therapy. No add'l info is available.

Manufacturer narrative:
Based on info provided, it cannot be determined that the alleged event is related to v.a.c. Therapy.